Event description:
It was reported by the customer that a pyxis medstation es system keyboard was unresponsive, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard not working due to component issue. A field service engineer performed a power cycle for 15 minutes and reconnected the usb cable to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.